Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative a patient with loss of suction with one interface. There are multiple related reports for this facility. This report addresses a pi (B)(4) and additional manufacturer reports will be filed.

Manufacturer narrative:
A review of the device history record (DHR) traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The review of logfile for the day of treatment shows all laser system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully without issue. The energy was stabile during the whole day. The logfile shows twenty four successfully performed treatments. The reported treatment could be identified in the logfile. The reported patient interface (serial number (B)(6)) was used for patient¿s left eye. Treatment was aborted prior to procedure, the surgeon pressed the foot pedal twice and stopped the vacuum process, the treatment was then cancelled, it was not fired yet. The reported issue occurred prior to procedure. The user restarted the treatment with a new patient interface and finished the treatment without any problems. No technical root cause could be identified. The system was working within specification. The reported issue cannot be confirmed, treatment was aborted prior to procedure. Without sample no deeper root cause analysis is possible. Root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).